Event description:
It was reported that the tubing had cracked and was leaking blood during a blood transfusion. Per reporter, they reprimed another set and continued without a problem. The event occurred while in use with patient. No patient harm was reported.

Manufacturer narrative:
D4: possible lot numbers 6108619 or 6005479. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.